Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - controller 2.0, (B)(4) / model #: 1420 / expiration date: 2018-10-31, UDI #: asku. Device evaluation anticipated, but not yet begun, mfg date: 2017-10-31. (B)(4). . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced electrical faults along with high power alarms and low flow alarms. It was further noted that the patient had fallen down in (B)(6) 2018. The ventricular assist device (vad) remains in use. A connector cleaning was performed, after which a rattling sound was detected inside the controller. The controller was subsequently exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was returned for evaluation. The hvad pump with associated driveline cable was not returned for evaluation. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. As a result, the reported ¿rattling sound inside the controller¿ could not be confirmed or duplicated during testing. The reported high power alarms, low flow alarms, and electrical fault alarms were confirmed via log file analysis which revealed ten low flow alarms logged from (B)(6) 2018 through (B)(6) 2018. One electrical fault alarm was logged on (B)(6) 2018 indicating an open phase on the front stator, causing the pump to run on the rear stator only. Multiple low flow alarms and high watt alarms were logged from (B)(6) 2018 through (B)(6) 2018. A second electrical fault alarm was logged on (B)(6) 2018 indicating an open phase on the front stator, causing the pump to run on the rear stator only. This likely triggered the subsequent high watt alarm on (B)(6) 2018, due to the increased power consumption required to run on a single stator. Additionally, one high watt alarm was logged on (B)(6) 2018, followed by multiple low flow alarms logged from (B)(6) 2018 through (B)(6) 2018. A driveline cleaning procedure was performed on (B)(6) 2018 to mitigate the reported conditions. Of note, no visible contamination was observed at the time of the servicing procedure. Based on the available information, a possible root cause of the reported electrical fault alarms can be attributed, but not limited, to possible contamination by foreign material of the driveline connector or a marginal driveline connection. Based on the risk documentation, possible causes of the reported low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Based on historical review of similar high power events and the available information, the most likely root cause of the reported high watt alarms can be attributed to external factors such as thrombus formation/ingestion and/or single stator operation. Additional products: controller 2.0 - con314266. Device available for evaluation: yes, return date: 2018-11-2. Device evaluated by MFR: yes. FDA method code(s): 10, 4112. FDA results code(s): 3213. FDA conclusion code(s): 4315. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.